Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: the date of event is estimated as 03/1/2016. D4: the UDI is not known as the part and lot number were not provided. Article: titled: ventricular fibrillation during optical coherence tomography/optical frequency domain imaging.

Event description:
It was reported that this study explores the risks of ventricular fibrillation (vfib) associated with frequency-domain optical coherence tomography (oct) vs. Optical frequency domain imaging (ofdi) imaging. A total of 4,467 oct/ofdi pullback examinations were performed in 1,754 patients. Vfib occurred in 31 pullbacks (0.69%) in 30 patients (1.7%). No cases of vfib occurred when using low-molecular-weight dextran. On multi-variate analysis, contrast volume was the only independent factor for predicting vfib. Vfib during oct/ofdi was rare for unselected indications. Contrast injection volume used to displace blood should be limited to avoid vfib. Defibrillation shocks were required in some cases to restore sinus rhythm. Details are listed in the attached article, titled: ventricular fibrillation during optical coherence tomography/optical frequency domain imaging.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. In this case, there was no reported device malfunction associated with the dragonfly optis imaging catheter. The reported patient effect of ventricular fibrillation is listed in the optis instructions for use as known potential patient effects associated with the use of the device. E1: (B)(6).